Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has two leads from the same lot number. It was reported during a trial procedure the pt had left leg and back stimulation coverage while in the operating room, however; stimulation couldn't be obtained when the pt was in recovery. The pt was taken back into operating room where x-rays revealed the leads had migrated down and moved out laterally. The physician repositioned the leads. The pt was receiving effective stimulation coverage in both of her legs, feet and lower back postoperative.